Event description:
Cholecystectomy - "the jaws of the clip were not parallel, the clip crossed. The hospital gave me the applicator without clips."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.